Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the consumer reported that the implantable neurostimulator (ins) was not working the way it should and the ins was not charging to 100%. The patient usually had most of the coupling bars or 4-5 couplings bars while charging the ins. On (B)(6) 2016, the patient charged for five hours with 4-5 coupling bars, and the ins was not fully charged. There were no reported falls or trauma that could be related to the event. It was confirmed that the implantable neurostimulator recharger (insr) was charging the ins and the patient was getting coupling bars. It was also reported that the patient¿s settings had started with 5.1v, and the patient¿s settings were now up to 7.6v to get relief from the therapy. It was noted that the reported issues began in (B)(6) 2016. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.